Event description:
It was reported that the patient presented in clinic when high, out of range, pacing lead impedance and high capture thresholds were observed. The lead was capped and replaced on (B)(6) 2017. The patient was in good condition before, during, and after procedure.